Event description:
A patient underwent spinal surgery on an unknown date. At the 3-week postoperative visit, it was noted that the patient had sustained a vertebral fracture in the coronal plane. The patient reported that they had fallen out of bed at some point between the initial surgery and the follow-up visit.

Manufacturer narrative:
The implant has not returned for evaluation. Photographs were not provided. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b1. Product problem. D4. Model #: blank. Model number could not be determined. Catalog #: blank. Catalog number could not be determined. Primary UDI: blank. Primary UDI could not be determined. H1. Malfunction. Additional information: d6a. If implanted, give date: (B)(6) 2025.